Event description:
It was reported that during the intra-aortic balloon therapy, upon opening of the sensation plus 50 cc box a condensation like material was observed inside the sterile packaging of the balloon, the balloon was not opened or used due to possible contamination. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6), event site name: (B)(6). Device has not been returned to manufacturer; supplemental report will be submitted upon completion of additional findings. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: d7a. A sensation plus 8fr 50cc catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4; g3; g6; h11. A sensation plus 8fr 50cc catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient.

Manufacturer narrative:
Complaint ID no. (B)(4).